Manufacturer narrative:
Product information was not provided, so manufacture date could not be determined.

Event description:
The advocate stated the customer's contour usb did not retain some readings in the memory. There was no allegation of an adverse event. Product information was not provided. Product was not replaced.